Manufacturer narrative:
After further review of the complaint with the investigation team, the complaint device was corrected to the impella cp. Consequently, updates to section d respective fields, g4 PMA/510k and h4 device manufacturer date were updated accordingly. Section h1 type of reportable event was changed to serious injury. Lastly, recoding of the complaint to better align with the reported event and associated device was also completed, and consequently, updates were made to section h6 health effect-clinical, health effect-impact, medical device problem code, and component code. Note: h6 investigation type, findings and conclusions codes remain unchanged as initially reported. Device status: the impella cp device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is a duplicate of manufacturer report 1220648-2025-46091. Any additional information received will be reported under manufacturer report 1220648-2025-46091.

Manufacturer narrative:
A.5 is unknown. D.4 unique device identifier is unknown. H.4 manufacturer date is unknown. The impella peel-away introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. The impella peel-away introducer is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h.10 for the medical device report on the impella cp.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and developed a hematoma and bleeding of the access site requiring intervention and introducer removal difficulty. The patient presented to the emergency department with symptomatic chest pain and became pulseless. One round of cardiopulmonary resuscitation was performed before return of spontaneous circulation. Electrocardiogram revealed st-segment elevation myocardial infarction. The decision was made to place an impella before proceeding with coronary intervention. Post intervention, the standard protocol for removal of peel-away and placement of repositioning sheath was applied. Repositioning sheath sutured x 2 and there was no oozing or hematoma at site. After weighing the options of protec versus venoarterial extracorporeal membrane oxygenation (va ECMO), a hematoma was now noted at the site. No oozing from the site was present. Manual pressure was held for approximately 20 minutes, and improvement was noted. The decision made to cannula for va ECMO. Angle of entry supported with gauze. Sterile drape was placed over the patient for cannulation and repositioning sheath was unable to be visualized. Hemoglobin/hematocrit had a drop and when cannula was visualized it was no longer supported by angle matching. A hematoma was noted, and manual pressure was held under sterile drape. After visualizing the bleed and sheath under fluoroscopy it was presumed that once anticoagulation for va cannulation was started and cannula was presumed to have been unknowingly manipulated under sterile drape. The site began oozing at the lumen, and the hematoma worsened the extraction of sheath from the artery. The decision was made to control bleeding, assess the left ventricle distention, and reevaluate impella replacement once hemostasis was achieved. The impella was successfully removed and fluoroscopy confirmed sheath placement in artery. The physician decided not to place another pump at said time. The patient was noted to have survived the event.